Manufacturer narrative:
Device, product number, lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No part returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site noticed rust on some of their straight suction. There was no patient present when this issue was identified.